Event description:
A system operator reported a pt who was undercorrected following refractive surgery. During an internal review of pt records, it was determined this pt experienced a 1-line decrease in the left eye at 4.5 months post-op.

Manufacturer narrative:
Investigation including root cause analysis is in progress.